Manufacturer narrative:
Medical devices: 419588 lead implanted: (B)(6) 2012.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. It was also reported that the left ventricular (lv) lead had high thresholds and there was no capture at maximum output. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.